Event description:
(B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, stenosis requiring bypass surgery occurred. The 95% stenosed, 10mm in length, target lesion was located in the 2.25mm diameter 1st obtuse marginal artery (om). The lesion was predilated. A 2.25 x 16mm taxus express2 drug eluting stent was implanted. A post-dilation balloon was used. There was 0% residual stenosis and timi 3 flow noted. At the 5 year follow up, the unstable angina was noted with "significant" stenosis noted in the target vessel and non-target vessels. Coronary artery bypass grafting (CABG) surgery was performed with the target vessel and 3 non-target vessels revascularized. The patient experienced post CABG from "a single bleeder from pericardial fat pad" requiring mediastinal exploration surgery with no residual effects noted.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records for this batch were received and indicate the device met all material, assembly, and performance specification prior to shipment. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B) (4): device not returned for analysis.